Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (b)96), batch: a000092036.

Event description:
Manufacturer report number 3006705815-2023-03332. Additional information received indicates the ipg was explanted and replaced. The patient was experiencing ineffective stimulation as well due to auto reducing. Surgical intervention took place wherein the ipg and leads were explanted and replaced with one lead. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is nearing its end of service. Surgical intervention may take place at a later date.